Event description:
Same case as MDR: 2134265-2013-00457 and 2134265-2013-00488. It was reported that during a percutaneous coronary intervention the motor drive was unable to pullback properly. The target lesion was located in the left anterior descending artery. The motor drive was unable to properly pullback. The procedure was completed with this device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2013-00457 and 2134265-2013-00488. It was reported that during a percutaneous coronary intervention the motor drive was unable to pullback properly. The target lesion was located in the left anterior descending artery. The motor drive was unable to properly pullback. The procedure was completed with this device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4).